Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular oversensing (nsrvo) caused by noise exhibited by the right ventricular (rv) lead. The patient was scheduled for replacement and the lead was explanted. The patient was stable.